Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was confirmed. The hard drive was replaced and software was re-installed. The system then passed the system checkout and was found to be fully functional. The hard drive was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. Analysis found that the reported event was related to a software issue. A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that a gui failure was confirmed. Analysis found that the issue was related to the software. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event occurring outside of procedure. It was reported that the system would boot to the purple grub screen and after selecting ubuntu, it would go to a black screen and show a blinking cursor and not do anything from that point forward. A hard reboot did not result in a resolution. System unable to boot past grub screen. There was no patient present when this issue was identified.